Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: left ventricular perforation after trans-atrial delivery of a balloon expandable valve.

Event description:
The article, "left ventricular perforation after trans-atrial delivery of a balloon expandable valve", was reviewed. The article presented a case study of a 70-year-old female patient with diabetes, end-stage renal disease (esrd), severe pulmonary hypertension, paroxysmal atrial fibrillation, heart failure with preserved ejection fraction (hfpef), and calcific mitral stenosis (ms). It was reported that on an unknown date, a 29mm epic mitral valve was chosen for an off label tricuspid valve replacement procedure. The patient also underwent concomitant mitral valve replacement with a 29mm sapien 3 ultra valve. Post-operatively the patient experienced renal failure requiring continuous renal replacement therapy (crrt) and heart block requiring a pacemaker. The patient was discharged after a prolonged post-operative course requiring eventual tracheostomy. [The primary and corresponding author was isaac george, division of cardiac surgery, department of surgery, columbia university college of physicians and surgeons/new york-presbyterian hospital, 177 fort washington ave, new york, ny 10032, with corresponding e-mail: ig2006@cumc.columbia.edu]

Manufacturer narrative:
As reported in a research article, left ventricular perforation after trans-atrial delivery of a balloon expandable valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
The article, "left ventricular perforation after trans-atrial delivery of a balloon expandable valve", was reviewed. The article presented a case study of a 70-year-old female patient with diabetes, end-stage renal disease (esrd), severe pulmonary hypertension, paroxysmal atrial fibrillation, heart failure with preserved ejection fraction (hfpef), and calcific mitral stenosis (ms). It was reported that on an unknown date, a 29mm epic mitral valve was chosen for an off label tricuspid valve replacement procedure. The patient also underwent concomitant mitral valve replacement with a 29mm sapien 3 ultra valve. Post-operatively the patient experienced renal failure requiring continuous renal replacement therapy (crrt) and heart block requiring a pacemaker. The patient was discharged after a prolonged post-operative course requiring eventual tracheostomy. [The primary and corresponding author was isaac george, division of cardiac surgery, department of surgery, columbia university college of physicians and surgeons/new york-presbyterian hospital, 177 fort washington ave, new york, ny 10032, with corresponding e-mail: ig2006@cumc.columbia.edu].